Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012, at approximately noon. According to the csr's documentation, the patient manages her diabetes with novolog insulin (via insulin pump) and in response to the reported meter issue, the patient reportedly continued with her usual dose of 5-6 units of novolog insulin between each meal. Subsequently, as a result of the alleged meter issue, the patient claimed that on (B)(6) 2012 she went to her doctor's office because she was feeling sick the entire day. During her doctor's office visit the patient reportedly obtained a blood glucose reading of over "600mg/dl" with the doctor's meter (at 3:30 pm) and her physician allegedly administered ten units of novolog insulin as treatment at the same afterwards. During troubleshooting, the csr noted the patient was not using the subject meter for the first time. A replacement meter was sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by a hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter failed testing, the meter was found to have data corruption. The test strips and control solution were not tested since the alleged complaint refers to a meter issue only. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.